Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4): information was received from a consumer via a company representative (rep) regarding a patient receiving bupivacaine (7.5 mg/ml at 1.8009 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient was in pain. The pain began in the past 2-3 months. It was determined that a pump motor stall and tube set had occurred. The date was unknown. The patient had not recently had an MRI. The reporter didn¿t think that the patient had heard an alarm because he felt that the patient would have told him if there was one. A pump refill occurred on (B)(6) 2017 and the healthcare professional aspirated more fluid than what they should have. The actual and expected volumes were unknown. The patient was being seen on tuesday ((B)(6) 2017) to confirm the event logs and do additional troubleshooting. Additional information was received on 2017-apr-24 from the manufacturer's representative. It was confirmed that the patient had not heard an audible alarm related to the pump. No actions were taken to address the motor stall. According to the rep, the pump logs stated that the pump had been restarted due to a restart command. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving bupivacaine (7.5 mg/ml at 1.8009 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient was in pain. The pain began in the past 2-3 months. It was determined that a pump motor stall and tube set had occurred. The date was unknown. The patient had not recently had an MRI. The reporter didn't think that the patient had heard an alarm because he felt that the patient would have told him if there was one. A pump refill occurred on (B)(6) 2017 and the healthcare professional aspirated more fluid than what they should have. The actual and expected volumes were unknown. The patient was being seen on tuesday ((B)(6) 2017) to confirm the event logs and do additional troubleshooting. No further patient complications have been reported as a result of this event.